Event description:
It was reported that the patient's implantable neurostimulator had been flipping. A longevity test was performed and showed 7 months at current settings (a1: 3.2 v, 450 ma, 85 hz, 1 cathode, 5 anodes; a2: 4.5v, 410 ma, 85 hz, 3 cathodes, 4 anodes). The patient decided to have revision surgery. During replacement, the doctor confirmed that the ins had flipped. The wires were tangled and could not be corrected. The ins was placed in a mesh pouch and sutured into the implantation pocket. Post-operation the patient received great coverage area by the new ins. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Recharger model 37752 serial# (B)(4) programmer model 37742 serial# (B)(4) lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2008 explanted: unk extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk extension model 3708140 serial# (B)(4) implanted:(B)(6) 2011 explanted: unk.